Event description:
Major pump unit(s) involved: drive unit failure;l electrical lead damage. In fixed mode.specific component(s) involved: lvad electrical lead damanaged.causative or contributing factor: patient noncompliance in device maintenance and protection.type: both (in the same or visit).

Event description:
Major pump unit(s) involved: drive unit failure specific component(s) involved. Component malfunction, specify.